Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer obtained discrepant results. This event occurred one time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "my result was 2 lines. The app couldn¿t read it twice then the third time it says positive?! So I drive to cvs get an antigen test, take it, follow directions to a t, wait 15 minutes, negative, of course. So now this app has a positive result for me when I was negative." Eua210417.

Manufacturer narrative:
Event: eua210417. Medical device expiration date: unknown. Address was not obtained and md was used based on facility/area code. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 tests (material # 256094), batch number unknown, customer obtained discrepant results while using the test kit.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer obtained discrepant results. This event occurred one time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: ". . . My result was 2 lines. The app couldn¿t read it twice then the third time it says positive?! . . . So I drive to cvs get an antigen test, take it, follow directions to a t, wait 15 minutes, negative - of course. So now this app has a positive result for me when I was negative. . ." (B)(4).